Event description:
As per medwatch number: mw0513190000-2022-8006. Description: a nurse was attempting to insert an IV catheter. She was able to successfully insert the catheter with positive blood return visualized. However, when she was withdrawing the metal guidewire, it detached from the plastic hub in her fingers. Approximately 1/2 inch of the guidewire was visible, and she was able to grab the wire and withdraw it from the patient's arm without injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. The manufacturer evaluated their production processes and were unable to identify a process that would create this defect. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for further evaluation. The sample was visually evaluated, and the cannula was observed to be detached from the cannula hub. The glue level on the sample were inspected under 20x magnification and presence of glue was observed on complaint sample. Glue residue was also observed on cannula surface. While an exact cause could not be determined, the cannula is 100% cannula strength tested. When subjected to this strength test, a cannula sample found below the strength specification indicates cannula detachment was found and it would be immediately bent and then scrapped by operator. The manufacturer evaluated their production processes and were unable to identify any defects. A review of the device history record was performed and there was no defect encountered during in process and final control inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.